Event description:
The customer reported generation of erroneous low patient results on multiple analytes which includes cholesterol, (chol), triglycerides (trig), ldl cholesterol (ldl-c), hdl cholesterol (hdl-c), total protein (tp), albumin (alb), total bilirubin (tbil), direct bilirubin (dbil), alkaline phosphatase (alp), aspartate aminotransferase (ast), and alanine aminotransferase (alt), involving the dxc 700 au clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse replaced the r2 syringe and adjusted gear pump flow volume. However. This did not resolve the issue. Upon further troubleshooting the fse identified the degasser as the primary failure mode. The fse replaced the degasser to resolve the issue. No further issue noted. The instrument returned to normal operation. Beckman coulter internal identifier is (B)(4).